Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that one noise reversion episode and noise was noted on both channels which could possibly have been caused by an external factor. The patient suffered no consequences and remained stable.